Event description:
Complainant alleged that during the medics' transfer of a patient they were unable to obtain an ECG signal on the device screen using a limb and lead ECG cable and electrodes when attempting to monitor the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.